Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on tip and plunger clamps in the reported problem area of the pipette assembly. Replaced clamps and cleaned sleeve. The instrument was cleaned, tested without further problem, and returned to expected operation.